Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as bleeding and irritated under the breast area from rubbing. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed a lotion for the wound. Follow up indicated that the wound improved.